Event description:
It was reported that signal loss occurred. It was determined that loss of connection was related to the mobile application. No product or data was provided for investigation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).